Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having trouble with the controller. The patient stated that the controller and the ins will not hold a charge for 24 hours. The patient thinks the controller is turning the stimulator off. The patient stated that the pain is horrible in their back and legs- the controller and stimulator turns off before 24 hours. The patient had programming done and noticed the issue with pain more but it had started before. The patient stated that they fully charged their device in 1.5 hours. The patient is charging the controller. The patient stated that the ins is on, but it takes days to help the pain. It was reviewed that it is regular to need to charge controller after charging. The patient contacted a manufacturer's representative (rep). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the circumstances that led to the patient's stimulation output issues was due to a change to the patient's programming. The patient was reprogrammed to resolve the issue. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the circumstances that led to the patient's stimulation issues was due to the battery not charging. The controller battery was taken out for 5 seconds and then put back in. The stimulation output issues have resolved. The cause of the controller not finding the device and the green light not turning on was determined to be both batteries were red with no charge. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient's device is not working when he needs it. Patient reported on (B)(6) 2017 he did not feel that his device was working, patient was not feeling stimulation in his legs. Patient says he used his patient programmer on (B)(6) 2017 and pushed the stimulation on/off button on the top and he started feeling stimulation. The patient also mentioned on (B)(6) 2017 somebody bumped into him and knocked him over. The patient then said on (B)(6) 2017 the device was doing the same thing, stimulation stopped and the patient tried pushing the stimulation on button but it would not start stimulating. It did not let him increase. Later on it started working again. The patient is concerned that something is going on with his device, this has happened a few times before where the device would not stimulate and when he tried pressing the stimulation on button it still did not start. Patient reported both battery bars showed low on (B)(6) 2017 and it did not make sense, later on that day he got the bars back. Patient mentioned he charges every day. Today the patient programmer shows the screen 'cannot find the device'. The patient programmer would not turn green at all on top or would not start flashing. Patient said he puts it right over the ins. Patient services has the patient reinsert the battery on the call. It resolved the issue, and the patient was able to connect. Patient confirmed he feels stimulation in the legs. No further complications were reported. No additional patient symptoms were reported.